Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete detect and treat testing) has been confirmed. Upon investigation, the monitor was unable to complete incoming functional testing. The monitor's electrode belt receptacle was disconnected from the defib connector. The root cause for the damaged receptacle could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete detect and treat testing.